Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device and associated left ventricular (lv) lead reported hearing beeping tones. The device was interrogated where it was determined that the lv pacing impedances had risen to greater than 2000 ohms. The device was reprogrammed with the lv lead off. There were no adverse patient effects reported. The system remains in service.